Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that during the trial a blood patch was administered and the patient continued the trial under guidance from their physician. A second blood patch was given when the leads were removed at the end of the trial. The following day the patient was hospitalized due to a stroke. Nevro is currently attempting to obtain additional information regarding the status of the patient.